Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the tracheal intubation, the device was inflated to check the balloon and found that the balloon had air leak. The patient was in critical condition and needed a tracheal intubation to be connected to a ventilator to assist breathing. The issue caused a delay in the patient treatment and body function damaged.